Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had increased pain, back pain, over several months. A dye study was performed and a leak was reported at the distal end of the catheter where it enters the spine. However, in surgery no leak was found. In addition, the physician was unable to remove the pump connector. The pump was being replaced so the connector was left attached to the pump and both products were returned. A new suture less connector was attached to the new pump. The device system delivered dilaudid.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the returned portion of the catheter (suture less connector (sc) portion) noted a cored indent in the cup of the sc. However, no leaking was observed with this portion of the catheter in analysis. The catheter's distal end portion was not returned.